Event description:
The pt received his scs system on (B)(6) 2006 with two percutaneous leads (from the same lot). It was reported that pt's stimulation is intermittent. Contacts 1-8 are invalid and 9-16 are normal. An sjm rep was able to reprogram using the valid contacts and the pt is getting stimulation in the needed areas. The pt's doctor has planned to take an x-ray. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.